Event description:
It was reported that an ilet pump¿s touchscreen cracked after the user sat on the device while it was in a back pocket, resulting in a damaged display that remained functional but with reduced visibility. Symptoms included no injury and no reported adverse health effects. Outcomes included continued ability to use the device and successful data sync to the mobile app. Investigation included complaint handling and customer education regarding shutdown, data sync, and replacement process. Investigation of this case revealed mechanical damage to the touchscreen consistent with external impact. It was concluded that the event was related to physical damage from user handling rather than a device malfunction.